Manufacturer narrative:
Device evaluated by MFR: synergy, mr, ous 4.0x12mm stent delivery system (sds) was not returned for analysis. Only the stent was returned. A visual examination of the crimped stent found extensive damage to the stent. Struts were stretched, bunched, overlapping, twisted and misaligned for the entire length of the stent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2016-07660. Reportable based on device analysis completed on (B)(6) 2016. It was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. Following pre-dilation with a 2.0x15 balloon catheter, two synergy¿ drug-eluting stents with sizes 4.00 x 12 and 2.75 x 38 were advanced in unknown order but both failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed detached and damaged stent.